Event description:
They have been having problems with control recovery for calcium and bun. Account did not indicate that they have reported any incorrect pt results. The technical support specialist recommended they perform the calcium and bun test in batch mode and the account reported control results improved and were acceptable.